Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured, and it was unable to pace or sense reliably. The ra lead was programmed off. No patient complications have been reported as a result of this event.